Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated erratic results were generated on the architect stat ck-mb assay. A patient generated a result of 0.1 ng/ml (reference range 0 - 10 ng/ml). The sample was sent to another laboratory and tested on an architect i2000sr, yielding a result of 16.8 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A field service engineer (fse) inspected the instrument and discovered the pretrigger tubing was loose at the pretrigger bottle connection. After the tubing was tightened, the fse performed a precision run, performed a correlation study with other instruments, processed controls, and recalibrated the assays. All of the results were within the acceptable ranges. The current rate for the architect i2000sr erratic occurrences/million tests and complaints/million tests are below the internal rate documented at the launch for the architect i2000sr. The architect system operations manual does address operational precautions, limitations, and erratic results including probable causes and corrective actions. In the architect stat creatine-kinase reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. Based upon the available information, no product deficiency was found. After the fse tightened the pretrigger tubing, performed a precision run, performed a correlation study with other instruments, processed controls, and recalibrated the assays, no additional erratic occurrences have been observed.